Event description:
The manufacturer received information alleging a trilogy 100 "service required" alarm condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by an operational check. An error code indicating (proximal pressure sensor has drifted high) was confirmed in the error log. A verification test was performed, but no failure was confirmed. Therefore, the issue is presumed to have been caused by an external factor. Separately from the above issue, an error code indicating (internal battery not charging) was also confirmed in the error log. This may indicate a failure of the power management pca. Since the lease-up date is approaching, an early return request will be submitted. The unit will not be repaired and will be scrapped. Software version 14.1.03 was confirmed. The useful life of the unit ends in june 2025. The power management board will be returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 "service required" alarm condition occurred while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by an operational check. An error code indicating (proximal pressure sensor has drifted high) was confirmed in the error log. A verification test was performed, but no failure was confirmed. Therefore, the issue is presumed to have been caused by an external factor. Separately from the above issue, an error code indicating (internal battery not charging) was also confirmed in the error log. This may indicate a failure of the power management pca. Since the lease-up date is approaching, an early return request will be submitted. The unit will not be repaired and will be scrapped. Software version 14.1.03 was confirmed. The useful life of the unit ends in june 2025. The power management board will be returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/linv: the trilogy 100 power management board was returned to the manufacturer product investigation lab for the failure of internal battery not charging. This component has already undergone a comprehensive evaluation at the service center prior to arriving at riql, and there is no association with patient harm. Therefore, no further investigation of the power management board is required at this time. The power management board has been scrapped.